Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported hole resulting in fluid loss is confirmed through analysis. The reported recurring incontinence was unable to directly be confirmed, however the hole in the cuff resulting in fluid loss would cause the cuff to malfunction, leading to the patients incontinence to return. Technical analysis: the cuff, pump, and balloon were returned for analysis to our post market quality assurance laboratory. Visual examination of the cuff identified a pinhole tear on the cuff shell resulting in fluid loss. The tear occurred from a wear at a fold in the cuff. The pump and balloon performed within all visual and functional testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to fluid loss from a hole in the cuff resulting in the cuffs inability to inflate properly causing the patients incontinence to return. The aus cuff was explanted and replaced with a new aus cuff with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to fluid loss from a hole in the cuff resulting in the cuffs inability to inflate properly causing the patients incontinence to return. The aus cuff was explanted and replaced with a new aus cuff with no clinical consequences to the patient.